Event description:
The manufacturer received information from a customer that a trilogy evo "ventilator inoperative" condition occurred. The customer states the device alarmed with a red screen and vent inop message. The customer was unclear if the device was in patient use at time of the occurrence or if there was an allegation of patient harm. There was no serious patient harm or injury reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a trilogy evo "ventilator inoperative" condition occurred. The customer states the device alarmed with a red screen and vent inop message. The customer was unclear if the device was in patient use at time of the occurrence or if there was an allegation of patient harm. There was no serious patient harm or injury reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information: the trilogy evo was returned to a third-party service for the allegation of "ventilator inoperative" and the customers complaint was confirmed. During the evaluation an error code in relation to (machine flow sensor drift above the specification (>0.2lpm)) was recorded in the device event log. In conclusion the device machine flow sensor needs to be replaced to address the issue. No repairs were performed and the device was scrapped. The reported failure of (machine flow sensor drift above the specification (>0.2lpm) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Box h coding was updated.